Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported that the insulin pump went dead and was not able to come back on. After they changed the battery the display came back. Customer's blood glucose level was 79 mg/dl. The device was returned.